Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads: upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 7071997. Product family: scs-ipg-r: upn: m365sc11600. Model: sc-1160. Serial: (B)(4). Batch: 363487.

Event description:
It was reported that the patient had burning sensation at the lower back and across both legs. It was also reported that patient experienced inadequate stimulation despite of reprogramming attempts. The patient underwent a procedure wherein the ipg and fractured leads were explanted.

Event description:
It was reported that the patient had burning sensation at the lower back and across both legs. It was also reported that patient experienced inadequate stimulation despite of reprogramming attempts. The patient underwent a procedure wherein the ipg and fractured leads were explanted.

Manufacturer narrative:
Sc-2317-50 (sn: (B)(6)). The returned lead was analyzed and was cleanly cut. No anomalies were identified on the lead aside from the clean-cut. The damage to the lead was a result of a typical explant procedure, and it was not considered a failure. With all the available information, boston scientific concludes the complaint was not confirmed. Sc-2317-50 (sn: (B)(6)). The returned lead was analyzed and was cleanly cut during the explant. It was confirmed that multiple wires were fractured at the clik site, about 20-21 centimeters from the distal end. Therefore, the cause was traced to a component failure.

Event description:
It was reported that the patient had burning sensation at the lower back and across both legs. It was also reported that patient experienced inadequate stimulation despite of reprogramming attempts. The patient underwent a procedure wherein the ipg and fractured leads were explanted.

Manufacturer narrative:
Sc-1160 (sn: (B)(6)). The returned ipg was analyzed and the monitored stimulation on an oscilloscope found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all the electrodes, and no un-assigned output was observed when the stimulation is on. Current leakage test and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. The highest temperature during therapy cycles was registered at 40.67c, within the acceptable range. The ipg passed all the required tests and revealed no anomalies. With all the available information, boston scientific concludes the complaint was not confirmed.